Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, infection, recurrence, dyspareunia and urinary/bowel problems. It was reported that the patient underwent exploratory surgery on (B)(6) 2012 due to severe pain, hematuria, urinary tract infections, bladder stones and interstitial cystitis. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2014.

Manufacturer narrative:
Date sent FDA: 12/5/2018. Additional narrative: it was reported that the patient died on (B)(6) 2016. No additional information was provided.